Event description:
It was reported that during a lead revision surgery (related manufacturer reference number: 1627487-2022-00551) on (B)(6) 2022, the physician cut the s1 drg lead. As a result, the physician also removed the s1 lead and replaced it. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.